Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 464 mg/dl. The customer stated they did not have any symptoms of high blood glucose. Their high blood glucose was treated with a bolus delivery. Troubleshooting did not find any issues with the customer's insulin pump. It was also found the customer had several no delivery alarms and a motor error alarm in their alarm history. The customer stated the motor error alarm occurred after they had accidentally showered with the insulin pump. Customer stated they were able to complete the rewind sequence on their insulin pump. Troubleshooting found the customer's insulin pump passed the self test twice. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self-test, off no power, excessive no delivery error test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The motor passed motor test. No motor error alarm or bad battery alarm was noted. No moisture damage found inside the pump. The low reservoir alarm functioned properly during test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window and with cracked reservoir tube lip.